Manufacturer narrative:
(B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the 23mm s3 valve embolization into the aorta during post dilatation cannot be confirmed. However, the aortic annulus area was borderline between a 23mm and 26mm s3 valve with moderate calcification. It appears that the annulus was too large for a 23mm s3 valve, as a 26mm s3 was implanted with good results. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post deployment, the 23mm sapien 3 valve had moderate-severe paravalvular leak (pvl) and embolized into the aorta during post dilatation. A 26mm sapien 3 valve was successfully implanted within the annulus. The area of the annulus was approximately 410-420mm² with moderate valve calcification by CT. Prior to the case, it was premeasured to reconfirm size. The sinotubular junction (stj) and sinus of valsalva (sov) were within normal limits, but large. The 14fr esheath went in without issue. A bav was not performed. The delivery system was prepped with 1cc extra added to the nominal volume (18cc total). The 23mm sapien 3 valve was deployed, landing in an 80:20 aortic/ventricular (a/v) position. Post deployment, it was noted there was moderate to severe paravalvular leak (pvl) and it was decided to post dilate. During post dilatation, the s3 valve embolized aortic. The valve was still on the delivery system. The physician was able to bring the s3 valve around the aortic arch and it ended up below the celiac arteries and above the renal arteries. During this time, a 26mm delivery system and s3 valve were prepped. The 26mm was delivered without issue. After deployment, the 2nd valve position was 80:20 a/v with trace pvl. The patient was stable throughout the procedure. Post procedure, the patient was speaking in post op and could move his toes. As per the valve clinic coordinator, on the following day the patient was stable and no neuro defects were observed.